Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, hyperglycemia treated with other, other. The customer reported a blood glucose value of 51 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-1884l, mmt-441ag, mmt-7040a, mmt-342. The customer was using the auto mode/smartguard feature at the time of the event. Customer reported low blood glucose. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer does not believe the pump was over-delivering. The customer received a sensor updating alerts. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l. No product return is required for mmt-441ag. No product return is required for mmt-7040a. No product return is required for mmt-342.

Event description:
Updated summary: customer reported having sensor updating alerts in addition to high and low blood glucose values. This case is to document the low. No treatment was mentioned for the low. Please see (B)(4) for the high that was treated by insulin pump. Sensor was inserted into the abdomen (an unapproved site that may lead to inaccuracies and result in high or low blood glucose values). Customer was also not calibrating. High blood glucose value was 300mg/dl. Low blood glucose value was 51mg/dl. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.